Manufacturer narrative:
(B)(4).

Event description:
Additional information: patient ¿didn¿t feel quite right¿ prior to decreasing the dose in august. Drugs in pump: baclofen (compounded), morphine, and ritalin.

Event description:
It was reported the patient experienced overdose symptoms following a refill and dosing change. The healthcare provider (hcp) increased the patient's dose 66% on (B)(6) 2012. Following the change, the patient became lethargic and had "typical baclofen symptoms". The patient went to the emergency room (ER) on 08/17/2012 and the dose was decreased by "27%." Following the dosage decrease, the patient was "fine" and returned to a normal state of alertness. As of (B)(6) 2012, and the patient was doing well on their therapy and had a concentration change for the pump medication. The medications in the pump were baclofen and morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).